Event description:
It was reported the patient received an inappropriate shock from the right ventricular (rv) lead due to oversensing of lead noise. The rv lead remains in use. It was noted that the patient is part of the adaptive cardiac resynchronization therapy clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.